Event description:
It was reported that a cage was being loaded on the inserter. While attempting to lock the graft to the inserter, the lock slide on the inserter fell off.

Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment; results: no relevant manufacturing issues were found that may have contributed to the reported event. Securing mechanism disengagement was confirmed via visual inspection. Conclusion: the possible root cause is multifactorial.

Event description:
It was reported that a cage was being loaded on the inserter. While attempting to lock the graft to the inserter, the lock slide on the inserter fell off.